Event description:
First inflation at 8 atm went without any problems. The balloon catheter was under negative pressure while pulling back the catheter. The physician decided to inflate the balloon a second time. Upon pressurizing the balloon, it was discovered that it was impossible to bring any pressure to the balloon, and the pt went into cardiogenic shock. Bubbles were seen in the vessel and resuscitation was successful. A new voyager was used to complete the case without any problems. The pt is doing fine, no further pt effects were observed.